Manufacturer narrative:
Cancelling this report as it was submitted with incorrect FDA reg# of (B)(4). The correct report was submitted via emdr#2031642-2015-02644 on (B)(6) 2015 at 1:07pm.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure it is unknown if the device was in use on patient, but the customer reported that there was no patient harm.